Event description:
The svc report shows that the customer reported that the audible alarm failed to activate. The customer support engineer inspected the device and was able to verify the reported condition. Cse removed and replaced the audible alarm assembly. The unit passed extended self testing. Hosp staff verified that the pt was not injuried as a result of the alleged malfunction. This report is not an admission by co that this deivce caused or contributed to the event alleged int his report.